Event description:
Eye pain started on april 4th. Grew more intense everyday. Went to a scheduled eye exam. By that time, it had engulfed all eye area and top of head (the pain). Asked the dr. If he thought it was some kind of infection. Said it could be and gave me eye drops. By april 9th, the pain was not as intense, but eye was still dripping. Found out that I was using the renu bausch and lomb product that apparently there was something wrong with. Event abated after use stopped.